Event description:
It was reported that the patient with this pacemaker device had received an alert for safety mode. Patient had a complete heart block. The healthcare professional (hcp) was not aware about any procedures. Technical services reviewed the parameters and recommended to have the device replaced soon. Currently this device remains in service. No adverse patient effects were reported.